Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Poor coupling was reported. Prior to the report, patient stated that they were currently using a shoulder holster and had tried turning an antenna coil. Patient stated that they spoke to the manufacturer's representative (rep) who told them to call the manufacturer first. Patient stated they were waiting to go in for an MRI which was related to their parkinson's so the patient services specialist (pss) did not troubleshoot at the time of the call. Patient stated that they had been experiencing bad stumbling, tumbling and mumbling on the day of the report. Patient also stated that they were experiencing finger twitching and their whole body tingling when it was on a lower power, further stating that they were just for a second. It was reviewed with patient to try adhesive discs. It was also reviewed with the patient that ins positioning in the pocket site might have something to do with coupling level, further reviewing for patient to get into different positions totry turning antenna dial. Adhesive disks would be sent to the patient to try, and it was reviewed for patient to follow up with the health care professional (hcp) if the issue did not resolve. No further patient complications were reported/ anticipated as a result of this event.